Event description:
The external pulse generator was returned to the service department and subsequently tested out of specification at the manufacturer. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the battery drawer was broken. It was also noted that the upper case, lower case, and both bail covers were broken.